Event description:
It was observed that during the device evaluation, the nozzle of the gastrointestinal videoscope had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: observation under an optical microscope revealed that the material was rounded and twisted, suggesting that it was cloth-based cellulose, possibly originating from cotton fabric such as gauze. If cloth-based cellulose had been used in the surrounding area, it could have been the source of the foreign matter, but no specific identification could be made. From the information obtained, we were able to confirm a reprocessing defect, but the cause of the remaining foreign matter could not be identified. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were abnormalities in the accessories used for reprocessing but did not specify. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: gif-h190n IFU operation manual ¿important information ¿ please read before use¿, ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿, reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.